Manufacturer narrative:
The customer did not return product for investigation. The reactivity of the s antigen on all s+s+ cells, including cell #6, was confirmed on retention panocell-10, lot 02722.

Event description:
Customer reported unexpected negative reactions with s +s+s cell #6, of panocell-10, lot 02722 when testing with ortho anti-s. Testing with s+s+ cell #1, of panocell-10, lot 02717, using the same anti-s was positive.